Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review confirmed severe calcium and concluded that the first valve was constrained upon deployment which necessitated two post-balloon aortic valvuloplasties (bavs) to further expand the valve. The imaging shows the first post-implant bav was ineffective due to slippage and the second post-implant bav appeared to have expanded the waist of the valve beyond its limits. After the second post-implant bav, one of the leaflets appeared to be flailing during each cycle and severe aortic regurgitation was confirmed due to a possible tear of one of the leaflets. A second valve was implanted yielding a good result. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the angiographic review, the valve was likely unable to expand due to the patient¿s severe calcification. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause for the reported pvl could not be determined as it was unable to be confirmed by the cine review. The reported central aortic regurgitation was most likely related to a cuspal tear from over-stretching the waist of the valve during bav. The balloon used in this event was reported to be a 28 mm non-medtronic balloon. Per the device instructions for use (IFU), ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aor tic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of balloon catheter devices.¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve appeared to be constrained with mild-moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon. The bav went as planned and the valve expanded. An echocardiogram then showed moderate central regurgitation and the leaflet was found to be prolapsed. It was deduced that the bav tore a leaflet of the valve. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve resolving the regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.